Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements which resulted in a lead safety switch. The patient experienced dizziness and loss of capture (loc) was also observed. Pacing inhibition was suspected. Reprogramming was performed. Further information was received that a revision procedure was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.